Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulty occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified right common iliac artery. An unknown express ld stent was implanted. The sterling 8.0x40mm balloon was advanced to the lesion for post dilatation. The balloon was inflated "several times" for 30 seconds per inflation. Deflation time was "slower." The balloon was withdrawn fully deflated. The procedure was completed with this device. No patient complications were reported. The patient status is "good."

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.